Event description:
The customer reports that the ars (syringe) leaked during patient use.

Manufacturer narrative:
Qn#(B)(4). The customer returned one, opened cvc kit for analysis. The ars and the introducer needle will be analyzed as part of this complaint investigation. Visual analysis revealed that the guide wire included in the kit was kinked. After failing functional and additional testing, the plunger body was removed to observe the bi-valves in the plunger handle. A hole was observed in the bi-valve. A vacuum leak test was performed on the samples per inspection procedure. With the plunger body at the bottom of the syringe, the tip of the ars was occluded, and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released, and it did not snap back into a position = 1cc from the starting position. The ars passes the test if the plunger returns to a position = 1cc; therefore, the sample failed functional inspection. A push leak test was also performed on the ars per inspection procedure. With the plunger body fully out of the barrel, the tip of the ars was occluded, and the plunger was pushed into the barrel. Resistance was initially felt, but the plunger body was able to move to the bottom of the syringe. Therefore, the sample failed the push leak test. Both tests were initially performed dry. Manufacturing engineering was consulted in an effort to determine a possible root cause for the hole observed in the valve. It was noted that the only way the defect could be replicated was by passing a swg through the ars very fast and inconsiderately. All ars syringes are 100% tested for vacuum after assembly process and the returned syringes would not have passed this in-process inspection. After performing all relevant functional and additional tests, the plunger handle was broken to examine the bi-valves. The valve mechanism consists of two bi-lateral valves and a spacer. A small puncture hole was observed in the center of the top valve and the bottom valve was slightly damaged. There was evidence of the slits in the center of the valves. A device history record review was performed, and no issues were identified. The issue of the ars leaking was confirmed during functional testing of the returned sample. The returned syringe failed both the vacuum and the push testing. Examination of the plunger bi-valves revealed a small puncture hole in the top valve and damage to the bottom valve. Based on the description form the customer and the response from the manufacturing facility, the root cause cannot be determined at this time. A CAPA has been initiated to further investigate this complaint issue; corrective actions have not yet been implemented. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the ars (syringe) leaked during patient use.